Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(6), alleging that her onetouch verio meter was giving inaccurate high control readings. The patient states she obtained a control reading of ¿8.6mmol/l¿. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and that the control solution was within date; however, the alleged issue remains unresolved. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.